Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump gave a persistent alarm. Nothing appeared on the screen. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: tamper seal is broken. The right plunger case was cracked. The top case was chipped. Unable to review event history log due to blank screen and constant alarm was found at power up. Power up process incomplete upload process from base to head by customer. Blank screen with constant alarm found caused by incorrect process for software update. Software was updated to v1.6.5 to resolve the issue. Performed pm maintenance and all functional testing. Replaced chipped top case. Replaced clutch half's left and right with leadscrew, spring, worm coupling and gear as preventative measure, parts were over 9 years old. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Performed function and delivery tests. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.